Manufacturer narrative:
H6: health effect - clinical code - bacteremia (4846). Manufacture¿s investigation conclusion: the report of an outflow graft obstruction was not confirmed through the evaluation of heartmate 3 lvas, serial number (B)(6), or review of the submitted images. Additionally, a specific cause for the reported infection could not be determined through this evaluation. The submitted system controller event log files confirmed low flow alarms on 29sep2022 and 30sep2022. Another low flow alarm was observed on 07oct2022 after the ofg exploration was performed. Of note, elevated pulsatility index (pi) values were recorded during the low flow events. The pump appeared to have operated as intended at the set speed. (B)(6) was returned assembled with the pump cable severed approximately 10¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief hardware properly engaged to the graft attachment. The apical cuff hardware was returned loosely placed onto the pump with the cuff lock disengaged. The remainder of the apical cuff was not returned. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a headache, was vomiting, and was experiencing low flow alarms. A computerized tomography (CT) scan was performed that suggested an obstruction in the outflow cannula. The patient was admitted to the operating room (or) for an outflow graft decompression and exploration. The patient had an infection of methicillin-sensitive staphylococcus aureus (mssa) bacteremia. A large amount of purulent fluid was evacuated from between the bend relief and outflow graft, and the flow improved to 3-4 lpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient also had a sub-arachnoid hemorrhage and intraparenchymal bleeding in the brain requiring a ventriulo-pleural shunt.

Event description:
It was reported that antibiotics were administered to treat infection. The patient had a heartmate 3 to heartmate 3 pump exchange due to outflow graft compression and infection on (B)(6) 2022. The patient tolerated the exchange fine and as of (B)(6) 2022 was still admitted.

Manufacturer narrative:
H6: health effect - clinical code - bacteremia (4846). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the report of an outflow graft (ofg) obstruction could not be confirmed through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The submitted computed tomography images also appeared inconclusive for an ofg obstruction. A specific cause for the reported infection could not be determined through this evaluation. Additionally, a direct correlation between the device and the reported sub-arachnoid hemorrhage and intraparenchymal bleeding could not be conclusively established. The submitted system controller event log files confirmed low flow alarms on 29sep2022 and 30sep2022. Another low flow alarm was observed on 07oct2022 after the ofg exploration was performed. Of note, elevated pulsatility index (pi) values were recorded during the low flow events. The pump appeared to have operated as intended at the set speed. (B)(6) was returned assembled with the pump cable severed approximately 10¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief hardware properly engaged to the graft. The apical cuff hardware was returned loosely placed onto the pump with the cuff lock disengaged. The remainder of the apical cuff was not returned. Kinks were observed along the length of the outflow graft material; however, there was no tissue growth filling into the kinked areas to suggest that the deformation was present during support. The lumen of the graft revealed coagulated, post-explant blood, but no depositions or thrombus formations were observed. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection, stroke, and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.